Event description:
Orbital atherectomy procedure using a csi db-200l device in the posterior tibial artery was performed in 2007. The device was run at 80k rpm, 140k rpm and 200k rpm successfully. During the course of the atherectomy near the pt's ankle, the device became frozen and was unable to spin. IV nitrates were applied to reduce a suspected spasm which aided in withdrawing the device back to the superficial femoral artery (sfa). The device could not further be extracted from the sfa through the sheath. Surgical intervention was required to remove the device. Procedure appeared to have wrapped a portion of the intima of the posterior tibial artery around the rotating device crown causing device rotation and extraction difficulty. Event indicated no guidewire breakage. Device was retrieved successfully through surgical intervention.

Manufacturer narrative:
Device has been retained by user (hospital) and has not been returned to manufacturer. No failure review possible. Event not device defect related.